Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient reached out today and stated that she is still reporting the "shocking" sensation that she was experiencing before her battery was replaced. The patient states that she feels the shocking sensation from the pocket into her lateral thigh that is on the same side as the pocket. She feels like it is radiating from the pocket to the lateral thigh. She reports that if she puts pressure on the thigh it helps with the sensation. It happens more with sitting than standing. The sensation is the same whether the stimulator is on or off. She stated that the sensation started on (B)(6). The stimulator is helping with her normal pain and she feels the normal stimulation in the areas where she needs to feel them. That is all of the information I have at this time.